Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a novolog pen was used to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.